Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00739. This report is being submitted as additional information. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 4 years, 7 months, 0 days. Manufacturer's investigation conclusion: although the reported pump stoppages were confirmed via the submitted system controller log file, the cause could not be conclusively determined. The x-rays that were sent did not reveal any areas of obvious damage or repair. The submitted log file showed driveline fault alarms, low speed advisories and pump stops. The stops only occurred when the system was operating on the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was at the clinic on (B)(6) 2018 with a recent history of red heart alarms/pump stops while the lvad was connected to battery support. The patient was admitted. No clinical symptoms were reported. The submitted log file was reviewed by a representative of the manufacturer's technical services team and revealed 5 pump stops and 66 low speed operations between (B)(6) 2018 at 2:44:59 pm to (B)(6) 2018 2:00:17 pm while the vad was on power module support. This type of behavior had been previously linked to potential issues with the percutaneous lead. The submitted x-rays were also reviewed and found to be unremarkable. The patient was to be discharged to home with an ungrounded patient cable. No additional information was provided.

Manufacturer narrative:
Event: correction.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013.